Manufacturer narrative:
(B)(4). Foreign country : saudi arabia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was scheduled to have a bilateral tkr. After the right side was completed, the left side was being prepared and the sales representative informed the physician that the set was not complete as a femoral instrument tray was missing. As a result, the procedure was interrupted and aborted and was rescheduled to occur two days later. The patient was unsatisfied and they had to stay in the hospital for another few days. The missing device was not a new device and was a part of the main set. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.